Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was loose. It was stated that the device was not dropped nor bumped. No further information was provided.